Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific through a presentation at the 111th annual meeting of the japanese urological association (pacifico yokohama) that a retrospective study was conducted at the chinese university of hong kong to evaluate the outcomes of transurethral water vapour thermal therapy (rezum) for benign prostatic enlargement (bpe) in 50 chinese patients under pure local anaesthesia between june 2020 and december 2021. Local anaesthesia was administered via periprostatic block transperineally under transrectal ultrasound guidance, and patients with urinary tract issues, bladder pathology, urethral stricture, or urological malignancies were excluded. The mean pre-operative prostate volume was 56.7 +- 24.6 ml, and the mean operative time was 25.1 +- 8.4 minutes. Pain scores were reported as 2 for probe insertion, 5 for anaesthesia injection, and 4 for the rezum procedure. Nearly all patients were discharged the same day with a catheter, and 96% successfully underwent a trial without catheter within three weeks. Minor complications led to unplanned hospital admissions in 10% of patients. At the 3-month follow-up, the procedure was considered safe and effective, with the added benefit of reduced hospital stay and potential cost savings when performed under local anaesthesia.

Event description:
It was reported to boston scientific through a presentation at the 111th annual meeting of the japanese urological association (pacifico yokohama) that a retrospective study was conducted at the chinese university of hong kong to evaluate the outcomes of transurethral water vapour thermal therapy (rezum) for benign prostatic enlargement (bpe) in 50 chinese patients under pure local anaesthesia between june 2020 and december 2021. Local anaesthesia was administered via periprostatic block transperineally under transrectal ultrasound guidance, and patients with urinary tract issues, bladder pathology, urethral stricture, or urological malignancies were excluded. The mean pre-operative prostate volume was 56.7 +- 24.6 ml, and the mean operative time was 25.1 +- 8.4 minutes. Pain scores were reported as 2 for probe insertion, 5 for anaesthesia injection, and 4 for the rezum procedure. Nearly all patients were discharged the same day with a catheter, and 96% successfully underwent a trial without catheter within three weeks. Minor complications led to unplanned hospital admissions in 10% of patients. At the 3-month follow-up, the procedure was considered safe and effective, with the added benefit of reduced hospital stay and potential cost savings when performed under local anaesthesia.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.